Event description:
User received erroneous calcium and magnesium results for an unknown number of patient samples. The following example for magnesium was provided. Initial result was 54 mg/dl, repeat result was 5.6 mg/dl. The original result was not reported. No patient was treated based on the original result. The field service representative determined there was a fluidics failure of two syringes on the reagent system and replaced all the syringes. Performance tests were performed.